Event description:
A confirmed motor stall with no motor stall recovery was reported. The stall was caused by patient having MRI for breast cancer. Healthcare provider (hcp) checked the pump 15minutes after patient left the MRI machine and it hadn't recovered. Hcp then interrogated pump again, and updated the pump and it read "restart due to restart command", hcp heard a noise; however, the pump logs did not show a motor stall recovery. Drug delivered via the device was dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): previously reported correction number no longer applicable.

Manufacturer narrative:
Catheter model: 8731sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Event description:
Additional information: it was later reported that there was no motor stall with MRI, the pump was checked after MRI and was found to be fine.